Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 54 mg/dl at the time of incident. Customer reports they did not receive a sensor updating. Customer reports they did receive a calibration not accepted alert and change sensor alert. Customer did not experienced any symptoms and not treated for low blood glucose event. The insulin pump will not be returned for analysis.